Event description:
A cracked and shattered touchscreen was reported on a pump, rendering it illegible and unusable. There was no adverse impact on the customer's blood glucose level. The pump was damaged when it was dropped, and a replacement pump was dispatched by technical support. The customer was informed to return the damaged pump using a provided return box and instructions, and to program their settings into the new pump. Although the current pump software was outdated, the customer was advised that the replacement would include updated software. Customer will continue to use current pump.